Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2012 to treat dyspareunia and likely secondary to prior sling urethropexy with concurrent prior sling removal. It was also reported that the patient underwent a previous procedure on 10/08/2003 and a saber sling was implanted into the patient due to stress urinary incontinence. It was further reported that mesh was removed on (B)(6) 2004 and a porcine suburethral sling by american medical systems was implanted into the patient. On (B)(6) 2012, the mesh was removed and mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.